Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, no insulin was observed exiting the end of the tubing after filling with 40 units of insulin. Then, the pump requested a minimum of 50 units of insulin after filling the cartridge with 200 units of insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was successfully guided through the load process.